Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was getting multiple errors. The cine option and fluoro button would not work. There was no patient injury or death reported.